Event description:
Caller reported a malfunction on the pump, identified by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump.